Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event. (B)(4).

Event description:
After an embolization treatment procedure with onyx, it was reported the catheter broke off at 8cm from the distal tip when it was being withdrawn. The broken segment remained in the pt. No pt injury reported. Same event as MDR# 2029214-2011-00283.